Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter became dislodged from the patient. Reportedly, the statlock device that was keeping the catheter in place was placed on the patient's knee instead of the thigh.

Event description:
It was reported that the foley catheter became dislodged from the patient. Reportedly, the statlock device that was keeping the catheter in place was placed on the patient's knee instead of the thigh.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.